Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customer¿s reported issue. However, visual inspection revealed a damaged lemo connector of the power flex circuit. The lemo connector jp4 had a dent located on top left corner of pin# 2, a broken pin on pin # 3, and pin # 5 was burnt. A review of the event trace revealed several non-critical alarm conditions. Carefusion replaced the power flex circuit and the vent side pigtail cable.

Event description:
It was reported to carefusion that the vent side lemo connector would not latch on to the unit. While in service, it was discovered that the unit had a burnt component. This reportable issue was discovered while in service, therefore there was no patient involvement.